Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. Do not remove or add insulin from a filled cartridge. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. On (B)(6) 2016, the customer successfully loaded a new cartridge and resumed insulin delivery. As the customer did not have any additional insulin on hand, insulin was used from the old cartridge to fill the new cartridge. Tandem technical support informed the customer that this practice was against labeling. The customer acknowledged the information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and a cartridge alarm 19. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were used to address the bg level. A pump system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer used humalog in the cartridge for 7 days and reuses insulin from cartridges. The customer did not have any additional cartridges on hand and tandem technical support advised the customer to contact a healthcare provider to obtain a backup therapy to manage diabetes until additional cartridges are obtained. The customer acknowledged the information.